Event description:
It was reported that a user experienced fluctuating glucose control while using the ilet, with prolonged hypoglycemia episodes and periods of severe hyperglycemia following a celebratory period with significant alcohol intake and inadequate meal announcements, despite infusion set changes and negative ketone testing. Symptoms included hypoglycemia with very low readings and hyperglycemia above 400¿500 mg/dl. Outcomes included user education on hypoglycemia treatment, meal announcements, avoiding overtreatment, app use, and device management, as well as a recommendation for a factory reset; the user elected a soft reset with guidance to seek a factory reset if no improvement or if lows worsened. Investigation included technical troubleshooting and user education by customer care. Investigation of this case revealed no device alarms, user-reported use of meals for correction, and likely algorithm disruption due to extended hyperglycemia and alcohol-related factors. It was concluded that the event involved glycemic variability influenced by user behavior and recent alcohol consumption, with device function not confirmed to be at fault.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.